Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the partial lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated and the setscrew marks on the connector pin were too proximal. Also, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to melting and developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. The visual summary analysis of the lead indicated apparent explant damage and indicated stretching. The analyst also noted: there are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two sets are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. Overlay tubing has breached esc visible at various locations, this does not affect electrical performance of the lead as overlay tube is not insulation. Overlay tubing is also melted at various locations, explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient had an infection and the right ventricular (rv) lead had insulation damage. The lead was explanted. No further patient complications have been reported as a result of this event.